Event description:
The caller alleged discrepant results when compared with lab results. The results are as follows: date: 2008, inratio: 6.1, lab: 3.0, date: same date, inratio: 3.4, lab: 3.0.

Manufacturer narrative:
Discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at time complaint was filed: date: 2008, inratio: 6.1, lab: 3.0, mean: 4.55, confident limits: 2.6-6.9, date: same date, inratio: 3.4, lab: 3.0, mean: 3.2, confident limits: 1.9-4.6. As per internal procedure tr#0150 rev.2 the inratio and lab results are within the confident limit. The patient also repeated the test within 45 minutes. The results are as follows: 6.1, 3.4, average: 4.75, stdev: 1.91, %cv 40.19. As per internal procedure tr#0150 rev.2 the %cv is greater than 20% the criterion is not met. The product will be investigated.